Event description:
It was reported to philips the device reboots in a loop. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips the device reboots in a loop. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this processor pca.

Manufacturer narrative:
Additional info: b5. Added failure analysis information submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.